Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing that connects to site broke off from the site. The site remained attached to body and this occurred about one month ago. At the time of the incident, her blood glucose level was about 220-290 mg/dl. There was no damage when the package was first opened. Further, she replaced the infusion set and resumed insulin successfully. No further information available.